Manufacturer narrative:
Device not yet returned to manufacturer.

Event description:
A patient underwent avr for aortic stenosis on (B)(6) 2018. The native leaflets had no massive calcifications or abnormalities. During weaning from bypass after perceval valve implant, a massive central leak was identified via tee. No other information was provided.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. The received valve appears in general good conditions and has some traces of blood on the inflow side. Investigation is ongoing.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), and nitinol stent, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Visual inspection confirmed the absence of pre-existing defects. Hydrodynamic testing performed on the returned device did not reveal any central leak, and complete leaflet coaptation was observed. The valve met iso 5840 requirements. Based on the investigations performed, the device can reasonably be excluded as a contributing factor to the event. However, from the limited information available, the root cause of the event cannot be determined.